Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto serial number (B)(4), stockert st-1721, cfp 02903, soundstar 10439011 serial number (B)(4), ablation catheter d132705 lot 17225923m. Manufacturer ref # (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure with a lasso nav variable eco catheter, suffered a chordae tendineae and papillary muscle rupture which required a surgical intervention and extended hospitalization. During the procedure, the lasso nav variable eco catheter was stuck in left ventricle and it was removed. The adverse event was noticed after the case, when the patient had difficulty breathing. It was confirmed by echocardiogram that the patient's mitral valve was prolapsed. The patient was transferred to ICU and then to or for mitral valve replacement. The patient was reported to be in improved condition and able to breathe on her own. No anomalies were found on bwi products during the procedure. In the IFU is stated: to reduce the risk of entrapping cardiac structures in the mapping electrode portion of the catheter, place the lasso 2515 nav eco variable catheter by torquing (or rotating) the shaft in a clockwise motion only. When not in regions intended for mapping, manipulate the catheter with the loop in the fully expanded (i.e. 25 mm diameter) position to further reduce the risk of entrapping cardiac structures. To prevent entanglement of the catheter with the valves and to prevent slippage of the catheter into the ventricles, care should be taken when using the catheter in or around the atrio-ventricular valve region.